Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4); submitted to (B)(4)) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2010. According to the complainant, after the procedure, she has experienced urinary blockage, urinary tract infection, urethral erosion and ureterovaginal fistula. Furthermore, the patient has pain in her leg, lower back, lower abdomen and left groin. All other information (such as treatments) is unknown.